Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, reproducibility of the phenomenon is unknown because the concerned device has not been returned from the facility. According to the provided information, the power cable connecting portion on the back of the oev262h was loose. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus visera elite video system center is unable to display image during preparation for use, prior to a diagnostic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
According to the initial reporter, the device was turned off and then turned it back on to resolved the issue. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.